Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the x8-2t transducer. The investigation confirmed the reported issue and determined the cause was from handling and cleaning outside of the instructions for use. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer lens cover at the tip of the probe was coming off. It was unknown if this was found during patient use and will be reported out of an abundance of caution. There was no patient or user harm associated with this event. The transducer was associated with the epiq cvx ultrasound system. Philips has started an investigation, and upon completion, a follow up report will be submitted.